Event description:
The customer reported obtaining a false low na (sodium), k (potassium), cl (chloride), and calc (calcium) result for one (1) patient on their unicel dxc 600 pro synchron system. The customer repeated the sample on the same dxc (prior to instrument servicing) and obtained the results within the normal reference ranges for na, k, cl and calc. The original results were not reported outside the laboratory. There was no impact to patient treatment. Qc was within lab-established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the ratio pump to resolve the issue.